Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a tonsil adenoidectomy, the evac coblator wand was sparking. The procedure was completed using a back-up device. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been used. Two electrodes have eroded. Bio debris is present. There are signs of arcing between the spacer and metal tube. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found it registered settings (7,3). The wand did not produce plasma or coagulation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.